Event description:
It was reported that the atrial lead exhibited noise. The noise occurred during the patient's sleep period. The patient's pulse generator was reprogrammed and a two week follow-up was scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 6.2 cm to 6.4 cm from the connector pin and exposing the outer coil, due to friction with the device can. The damaged found could have contributed to the complaint of noise in the field.

Event description:
New information notes that the lead continues to exhibit noise. During extraction the lead exhibited tight bends as well as the insulation was compromised with blood. The lead was explanted on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.